Event description:
The reporter stated the surgeon inserted a micl 12.6mm implantable collamer lens in the pt's right eye. The haptic tore as it when into the eye. The incision was not enlarged to remove the lens and there was no pt injury. A backup lens, same model and size was implanted and no suture needed.

Manufacturer narrative:
(B)(4): method - lens work order search. Results - visual inspection of the returned product found piece of plate haptic torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn) : based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).